Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported failed battery and a hardware low-level failure (pump error 63). No harm requiring medical intervention was reported. Troubleshooting was performed and found that there was no damage to the battery cap contact and battery compartment. The customer was able to clear the alarm successfully, the pump rewind was completed and also the insulin pump passed the self-test. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 5.2a. Retainer ring =black. Pump type = ngp. Customer returned pump for alleged failed battery test and pump error 63 alarm found on 01-dec-2022. The pump passed the displacement test, active current test, sleep current test and self test. Successfully utilized thump to download history/trace files. Pump error 63 was confirmed on pump download history on 12/01/2022 with variable 15. Pump error 63 alarm noted at 12/01/2022 at 14:20:20.000(line number 147, file number 2017). Failed battery test alarm on 12/01/2022 at 14:20:23.000 was noted in the pump download history. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and label damage(serial number label fading). Pump was cut open to perform visual inspection and moisture damage was found on pcba 1. Pump error 63 was found in download history, possible hardware issue isolated to electronic stack. Failed battery test not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.